Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pace impedance measurements less than 200 ohms. There was noise and oversensing also present which resulted in inhibition of pacing; however, this patient was not pacemaker dependent. Subsequently, this patient underwent a revision procedure and the lead was surgically capped. No further adverse patient effects were reported. This product was explanted for normal battery depletion (nbd) and is not expected to be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.